Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. Device was found in backup vvi (bvvi) and was confirmed in the laboratory. Analysis of the device image indicated the device being implanted beyond its projected longevity period and went into backup mode, consistent with checksum error from transient low battery voltage.

Event description:
It was reported that a patient presented with a pacemaker that was not able to be interrogated due to battery depletion. It was suspected that the device battery prematurely reached end of life. The device was explanted and replaced. There were no patient consequences.